Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and, at the customer's request, the fse shut down the system due to a pipe break in the ceiling above the system room. As a preventive measure, the fse powered down the system completely at both the m-cabinet and the wall disconnect, ensuring no electrical current was present until the pipe could be repaired. The fse confirmed there were no issues with the system itself; the shutdown was performed solely to prevent potential water damage. Later, the customer contacted philips again, requesting assistance in powering the system back on because they were unable to do so after a full shutdown. The fse returned and successfully powered the system back on without any issues. Afterward, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down and was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.